Manufacturer narrative:
All analyses were judged "positive" with interpretive program (ip) messages alerting to sample abnormality. The sysmex xn9000/xn9100 instructions for use (IFU), chapter 11 - checking detailed analysis information (data browser), section 11.5 - ip messages, details the method in which the analyzer conveys its findings. Results without an error message are categorized as "positive" or "negative" based upon preset criteria, some of which are laboratory-defined. The system bases judgments on comprehensive surveys of numerical data, particle-size distributions, and scattergrams. Flags and messages, communicated through ip messages, indicate the analyzer's findings and notify of possible sample specific abnormalities. The xn9000/xn9100 IFU, chapter 15, section 15.2 - system limitations and interfering substances, discusses the following: "if any of the following is present, the system may erroneously report a high white blood cell count: possibility of plt clumps, cryoprotein, cryoglobulin, fibrin, giant platelets". Most samples generated the plt clumps? Flag, alerting the operator to a possible sample abnormality. The "wbc abn scattergram" ip message can be generated in the wdf (differential) and/or wnr (nrbc) channel, both of which perform a wbc count. When this flag is generated, sysmex suggests all results be held for smear review, as not only could the automated differential be impacted but also the wbc and/or nrbc results. Further verification of accurate results is recommended prior to reporting to the clinician. The analyzer performed as designed by alerting the operator to possible sample abnormality requiring verification prior to reporting of results. No analyzer deficiency was identified.

Event description:
A patient was administered antibiotics due to erroneously high white blood cell (wbc) results. Several samples were analyzed over several days for a complete blood count (cbc) with differential (diff) and erroneously high wbc results were generated. All samples were judged "positive" indicating the need for further review of the sample prior to result reporting. A manual smear review was performed after the wbc results were reported and it was determined that the wbc results from the analyzer were erroneously high. The user reported the patient was treated with antibiotics (vancomycin 750 mg/250ml) for the erroneously high wbc results. The date and time of the start of antibiotic administration was not provided. No harm to the patient was reported due to the administration of the antibiotics.